Event description:
It was reported the right ventricular (rv) lead had high impedance and had previously been programmed to unipolar due to poor performance. At the time of a routine device change out, the rv lead was capped and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.